Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(4)) would not power on the autopulse platform. The status leds on the battery illuminate 4 green lights, indicating that the battery was fully charged. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.